Event description:
The pt underwent double valve replacements (aortic and mitral) with sjm mechanical valves. At f/u (B)(6) 2011, fluoroscopy showed one leaflet of the 25 mm sjm mitral valve was stuck. After streptokinase, the lysis of the thrombus did not occur but there was some improvement in gradients. The pt was taking anti-coagulants as prescribed and maintaining an inr level at 2.6.